Event description:
The user facility reported a 69-year-old male with heart failure was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma coinciding with impella support. Manual pressure and femostop were utilized to counteract the condition, however a hematoma then began to develop around the femostop. The hematoma grew in size and a scrotal edema was identified. The patient was subsequently provided four units packed red blood cells, 4 units of platelets, and 2 units of plasma as a result of the issue. Due to the patient's overall condition, the decision was made to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that that post procedure, the patient's activated coagulation time (act) was prolonged at 351. Therefore, the root cause of the access site bleed was most likely due the patient¿s act values. The cause was anticoagulation management issue.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.